Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was told to not use the patient programmer if they did not have problems and they had not touched it, but they did not think the implant was working. It was noted the patient did not really feel stimulation and the therapy was on program 4 at 1.8. Using the patient programmer to increase/decrease parameters was reviewed, and the patient increased amplitude and felt it in the correct area (i.e., bike seat). It was reviewed that it took time for the body to respond to the therapy, to use a diary to track progression/therapeutic response, and to follow up with their healthcare provider (hcp) if the problem did not resolve. It was reported the patient would follow up with their hcp to schedule a follow up appointment. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient mentioned that the implantable neuro stimulator (ins) had not been working so they went back to hospital to see the health care provider (hcp), and they messed with stimulation and reprogrammed the patient programmer (pp). Patient said that they did not help at all so patient went back to the hospital again and the hcp reprogrammed the device. Patient said after the hcp made the adjustment, stimulation was comfortable when they left the office, further stating that by the time patient got home, stimulation was higher than it was supposed to be. Patient said they started messing with it and took it down, but now stimulation was zapping the patient. Patient said it was set at 0.6 and they tried to move it down to 0.7, further mentioning that they thought they did something wrong. It was noted that patient had access to a pp, synced with it and stimulation was on. Patient as walked through use of p, and said they set on program 2 at 2.1. Patient was also walked through decreasing stimulation to 1.6 and the patient said that the zapping stopped and stimulation was now comfortable. It was reviewed for patient to consider increasing amplitude if medically appropriate. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.